Event description:
The customer returned the camera head¿to the service center for evaluation related to a separate issue. During testing, the service team identified that the device had blurry image and failed leak test at the back of face plate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reported malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.